Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/16/2018, that on (B)(6) 2018, a detached needle occurred. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.